Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure the stent appeared "too long". A model cvd bil endo 8fr 10x80 194cm stent had been advanced inside a previously implanted stent in the common bile duct. The stent was deployed and it appeared that the stent was "too long". The stent was explanted and measured to be 9cm not 8cm. The procedure was completed with another of the same device. There were no patient complications with the patient's current condition listed as "stable".